Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information, from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre) was not possible, because the required lot code was not provided.

Event description:
Article entitled ¿restoration of hip biomechanics after a hemiarthroplasty for a femoral neck fracture¿who does it better?¿ written by dylan tanzer, aslan baradaran, adam har, and michael tanzer published on december 29, 2021 was reviewed. This study was conducted to determine if there was a difference in the degree of restoration of the native hip biomechanics after ha for a femoral neck fracture performed by arthroplasty and non-arthroplasty surgeons and if this difference was more pronounced within a subspecialty. 175 hips/patients were included within the study who underwent a unipolar or biopolar ha. Group a included 52 hips operated on by primarily hip arthroplasty surgeons and group b had 123 hips operated on by non-arthroplasty surgeons. A cemented femoral stem was used in 61% of the cases in group a compared to 60% cemented in group b (cement mfg is unknown). A summit femoral stem (depuy, warsaw, in) was used in 71% and 72% of the cases. There was no mention of the unipolar or bipolar hip manufacturer ¿ it will be assumed if the summit stem was implanted a depuy synthes unipolar or bipolar ha was placed. Adverse events aren¿t specific to the depuy implants. Overall, the leg lengths were restored to their preoperative value in 96% of the hips treated by the arthroplasty surgeons (group a) and in 90% of those treated by the non-arthroplasty surgeons (group b). No mention of treatment/intervention for the 4% or 10%. Overall, the femoral offset was restored in 80% of the hips in group a and in 63% of the hips in group b. No mention of treatment/intervention for the 20% or 37%.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.